Event description:
A family member of the customer reported via phone call having a blood glucose value of 406 mg/dl after his serter did not release his infusion sets. The caller reported the customer treating with a manual injection. The customer will be sent a replacement serter and infusion sets to replace the wasted ones. The caller also reported the customer having difficulty with insulin absorption due to being thin in build.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.